Event description:
Atrial lead of pacemaker fractured at the pacemaker header and recoiled with the free end floating in the pulmonary artery. The pacemaker lead was extracted and replacment of the right atrial lead was performed on (B)(6) 2017. Bi ventricular pacer was placed. No complications.